Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-tpo assay on a cobas 6000 e601 module. Initial result: 127 iu/ml. The customer noticed that the initial result was high and repeated the sample. On (B)(6) 2026: 1st repeat result: 50 iu/ml. 2nd repeat result: 23 iu/ml (tested after calibration). On (B)(6) 2026, a new reagent pack was used: the original sample was re-tested: 3rd repeat result: <5 iu/ml. A new sample was drawn and tested, resulting in a value of <5 iu/ml. The repeat result of 23 iu/ml was deemed to be correct.

Manufacturer narrative:
The e601 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The reagent pack was not calibrated on the date of the event. A daily calibration is required for the elecsys anti-tpo assay and daily qc for every reagent. After the calibration was performed, the reagent kit performed as expected. The product labeling states: "calibration frequency: perform calibration on all analyzers as follows: with every reagent kit calibration interval may be extended based on acceptable verification of calibration by the laboratory. Renewed calibration on all analyzers: daily: when using the same reagent kit on the analyzers as required: e.g. Quality control findings outside the defined limits quality control: for quality control, use precicontrol thyroab. In addition, other suitable control material can be used. Controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The investigation did not identify a product problem. The cause of the event was due to inappropriate reagent handling (no daily calibration).